Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic and was experiencing post-paced t-wave oversensing in their implantable cardioverter defibrillator. Programming changes were made. The patient was in stable condition.